Event description:
It was reported that there were high atrial thresholds. Atrial capture management increase the pulse width, and there was a polarity switch to unipolar. The voltage was programmed higher and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.